Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to their patient at-home guide for further guidance. A follow up report will be filed should any additional information become available.

Event description:
Received report that patient had disposable y-set that did not spike into the port properly. Spike was partly in and partly out of the port. Patient presented to the dialysis center for a tubing and transfer/y-set change. No patient injury and no medical intervention was associated with this episode per report.